Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Sepsis is associated with homeostatic abnormalities ranging from isolated thrombocytopenia and/or subclinical activation of blood coagulation (hypercoagulability). Though the root cause of the reported event cannot be conclusively determined; however, there are patient, pharmacological, and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating patient was in the hospital, during which aspiration occurred and patient was intubated. Sputum culture was positive for aspiration pneumonia, sepsis was also confirmed by hemodynamic changes and shock presentation the following day after this event ((B)(6) 2015). Pressors needed for stability , these maintained mean arterial pressure (map's) of more less 65. Antibiotics were given to fight the infection  initial bump in white blood cells (wbc) noted. First wbc below upper limit normal (uln) was noted (B)(6) 2015. At this time patient was on nitric oxide and pressors as detailed above. These hemodynamic changes and massive pressor needs, and findings of lactic acidosis, were used to confirm subject`s present state of septic shock. Antibiotics discontinued at this time due to negative blood cultures, stable temp and wbc, and stabilizing hemodynamics. No further information provided at this time.